Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section d10 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6)2019. The procedure being performed was a heart catheterization. They applied manual pressure to relieve the hematoma. No blood loss determination since it was within hematoma. The patient was stable and able to be released that day.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information in section b5, update section d10, and update section h3.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). The product lot number was unknown, which prevented a meaningful review of the device history record and complaint files.

Event description:
The user facility reported that the tr band was inflated to the normal 18cc of air. Upon transmit, the recover staff observed a radial hematoma forming. They then checked the tr band to discover that approximately 8cc's of air was missing. The band appeared to have a leak. The tr band was removed, and pressure was held on the hematoma. Hemostasis was achieved and patient was discharged as normal. The patient was reported to be in normal condition.